Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the reported product had low useful life and had a greater than normal need for exchanges. It was stated that it was via arterial route only, with 2 wide orifices that were then blocked. It was difficult to manage the guide wire, as it did not have stability for connection with the syringe, making the passage to the vein difficult, and sometimes needed a new vein puncture due to the difficulty to run the guide wire. There was no reported patient outcome.